Event description:
Procedure: anterior resection. According to the reporter: the device was placed trans anally into the rectum. The device was then connected to the previously placed anvil and when the staff attempted to approximate the anvil, the black rotating knob wouldn't close. Another device was opened and used. This resulted in the patient having 2 holes in the rectum in which one was sewn with sutures to rectify this issue. The patient is okay and there were no leaks or add'l bleeding. However, the procedure was increased by approximately forty minutes.

Manufacturer narrative:
(B)(4).